Event description:
It was reported that the doctor used the capio system. He has had problems with it again. He loaded the suture as normal but when he fired it, the arrow head of the monodek suture came off the instrument end while inside the ligament. He was unable to retrieve the monodek point and it remained in the patient. The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn# (B)(4). The device history record of batch number 74c2201016 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
It was reported that the doctor used the capio system. He has had problems with it again. He loaded the suture as normal but when he fired it, the arrow head of the monodek suture came off the instrument end while inside the ligament. He was unable to retrieve the monodek point and it remained in the patient. The patient's condition was reported as fine.